Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a knee revision on the (B)(6) 2019 - competitor knee system revised to attune revision system. Patient went for a run a few weeks ago and felt patella pain post run. Presented to gp and was referred back to surgeon for further investigation. X-ray revealed fracture of remnant native patella and loosening of attune medialised dome patella (palacos cement, not depuy cement). Patella was revised today - fractured fragment was removed and a new patella button cemented in place (palacos cement used again). Doi: (B)(6) 2019. Dor: (B)(6) 2021. Unknown side.

Event description:
Additional information received indicated that the surgery time was not extended. The affected side was the left side. The loosening interface was at the patella.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. A concomitant product was identified to be a competitor product used in conjunction with the previously reported adverse event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.